Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring in the high 300 mg/dl range with polyuria, polydipsia, dehydration and lethargy. The patient reportedly provided self-treatment in the form of insulin via injection. The reporter alleged the pump experienced an occlusion issue. During troubleshooting with animas customer support, the customer was unable to prime the pump without a cs064 alarm occurring or a change in motor noise. The customer was unable/unwilling to remove the tubing from the cartridge and manually prime only the cartridge. Therefore, it was unknown if the insulin could be easily pushed through the cartridge. The customer was unable/unwilling to remove the cartridge from the pump and manually prime the cartridge with the tubing attached. Therefore, it was unknown if insulin could be easily pushed through the tubing. The pump was replaced to the customer due to customer insistence. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged pump occlusion issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the black box showed multiple occlusion alarms with high force leading to delivery interruptions. The rewind, load, and prime steps were performed successfully with no alarms. The pump detected the correct force. The pump was run for 24 hours and no occlusions occurred. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test, leak test, and force test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted relating to the loss of prime complaint.]